Manufacturer narrative:
The device was not returned for analysis, and the lot number was not provided. A photo of the broken buccal was reviewed; however, cause of the event could not be determined. Solventum will continue to monitor.

Event description:
It was reported that a cylindrical part of a 3m¿ victory series¿ buccal tube came/broke off during surgery. It remained in the wound that was sutured. An x-ray revealed that a piece of metal was still inside, and a second procedure was required to remove. The appliance type used in the headgear tube was not specified.